Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 177mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After battery was installed the insulin pump had a full segment display anomaly due to faulty connector at interface board. Button/keypad anomaly was note verified due display anomaly. No blank display and no damage to the keypad traces were noted. The keypad connector on lcd board was locked. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.